Event description:
Procedure: episiotomy. According to the reporter: the needle broke and a piece of it was possible to remove from the rectum wall. The patient was checked by x-ray and decision was made that it was impossible to retrieve. The patient was informed and the piece of the needle was left in the patient.

Manufacturer narrative:
(B)(4).